Event description:
In an article titled "a comparative analysis of the results of vertebroplasty and kyphoplasty in osteoporotic vertebral compression fractures", a prospective study of 28 vertebroplasty patients and 24 kyphoplasty patients treated over the past 2 years was presented. The following event was reported: the patient underwent a vertebroplasty procedure using a bipedicular approach at level t11. Cement extravasation occurred. The cement extravasation occurred into the intradiscal space, anterior to the vertebral body, along the nerve root, and into the spinal canal. There were no neurological deficit reported. No additional information was reported.

Event description:
Caller reported blood glucose results of 366 mg/dl and 166 mg/dl within 2 minutes on the accu-chek system. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips, replacement sent.